Manufacturer narrative:
Concomitant medical products: UDI provided: exact date of implant surgery is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown when device broke. (B)(4). Exact date of implant surgery is unknown, screws implanted eight weeks prior to the revision surgery. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 120 degrees adult osteotomy plate 85mm broke postoperatively. Patient had the plate and unknown quantity of 4.5mm cortical screws implanted eight weeks prior to the revision surgery. Exact date of initial surgery is unknown. Reason for implantation is unknown. Intraoperative information of the initial surgery is unknown. It is unknown when and how the breakage was discovered and if patient experienced any adverse events. Patient was revised on (B)(6) 2016. Devices were easily removed. Surgeon replaced the plate with another 120 degrees adult osteotomy plate 85mm and 4 screws. Revision surgery was successfully completed. No surgical delay was reported. Patient status/outcome was reported as stable. This complaint involves 1 device. Concomitant devices reported: 4.5mm cortical screws (part# unknown, lot# unknown, qty unknown) this report is 1 of 1 for (B)(4).